Event description:
It was reported that the patient presented to the emergency department due to syncope. The right atrial (ra) lead exhibited loss of capture, and thresholds that had risen to high. The lead was found to have a micro dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.